Event description:
Voluntary medwatch received states that the patient experienced low heart rate and had fluid retention in the legs resulting in leg infection and was administered antibiotics. The patient was hospitalized few times due to infection and low heart rate. The patient developed kidney failure and passed away on (B)(6) 2021. It was reported that the patient¿s implantable cardioverter defibrillator failed to deliver high voltage therapy. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
Voluntary event report was received; medwatch: mw5106808.

Event description:
New information received notes review of the remote transmissions from (B)(6) 2021 revealed the patient had an episode of ventricular tachycardia, which was successfully treated with anti-tachycardia pacing (atp), the device functioned normally. Review of the remote transmission from (B)(6) 2021 revealed normal device and lead function, no anomalies were noted.